Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge, was using cold insulin, and wearing the cartridge tubing facing up. Tandem clinical support educated the customer to properly cycle the cartridge before use, the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge, and that the mobi cartridge is to be worn facing down when in use. Customer changed cartridge and infusion set to address the issue.